Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 31 march 2017. The representative reported that a tooth had appeared to slip within the dingus bracket. The representative replaced the dingus bracket and then realigned the door since the adjustments were found to be off. The imaging system then passed the system checkout and was found to be fully functional. The suspect dingus bracket has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the door on the gantry would not open. The representative reported that an audible banging noise could be heard when the tube and detector rotated within the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect dingus brackets were returned to the manufacturer for analysis. The brackets were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.